Manufacturer narrative:
The cobas pulse instrument's serial number was (B)(6). The quality control results for the device on the date of the event were acceptable. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results using the cobas® glu test strips with a cobas pulse instrument. The result at 16:09 was 524 mg/dl. The result at 16:13 was 308 mg/dl. The result at 22:41 was 361 mg/dl. The nurse believed this result was inaccurate the result at 22:43 was 142 mg/dl. After this result, the patent was given an insulin injection. The measurements were taken from the patient's fingertip but from different fingers.

Manufacturer narrative:
As no product was returned, further investigation was not possible. Relevant retention material was tested and performed within specifications. The investigation was unable to determine a specific root cause. There was no product problem identified.